Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 27 nov 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, an incident occurred two (2) months ago where the j-tube balloon port was accessed for medication administration by bedside staff, and the balloon ruptured. The registered nurse (rn) ¿thinks¿ it was a saline fluid that was being flushed through balloon port. Additionally, the reporter believed that the patient passed away. Additional information received 03nov2022 reported, the surgeon reported the cause of the rupture was due to fluid being flushed into the balloon port instead of the j-port, which caused the balloon to tear the jejunum. The fluid was believed to be a free water flush (the balloon had 40 cc of fluid at the time of the surgery), the surgeon believed 30cc of free water flush was injected into the balloon port, which perforated the bowel and caused sepsis. The patient was taken to the operating room (or) for bowel perforation. The patient was taken to the or for bowel resection and anastomosis; the patient expired on (B)(6) 2022 as a result of sepsis caused by the event.

Manufacturer narrative:
Correction h6: investigation findings (appropriate term/code not available): usage problem identified. The actual sample from the reported event was not returned for evaluation; however, a review of the reported event determined the balloon burst occurred due to a misconnection on the balloon inflation port. All information reasonably known as of 23 mar 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.